Manufacturer narrative:
Date received by manufacturer: 18dec2019. Report date: 18dec2019. Information was received that the customer could not duplicate the reported issue and the unit passed all testing and was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
It was reported that while on a patient the ventilator gave a patient disconnect alarm. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.